Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism report was re-submitted because the submission protocol identified an error during submission. Initial report was done 01/12/2021. Final report was done 03/01/2021. This report is a corrected initial and final combination report.

Event description:
Implant fracture.